Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a starclose se device, attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the starclose se was difficult to remove. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.